Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2021, the catheter was found to be cracked when the patient was placed, and the catheter was re-trimmed, which did not cause adverse effects on the patient.